Event description:
According to the reporter, preoperatively, when device was tried to be used, the device broke at the tip. Another device was used to resolve the issue in order to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws of the instrument were damaged. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device was exposed to a side force (leverage) that consequently breaks one side of the jaws or if the device was activated with too much force to the jaws and was used in a twisting motion resulting in breakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the atraumatic jaws are clamped and locked onto tissue structures by closing the handles. The endo clinch¿ ii 5mm instrument has a ratchet mechanism that can be switched on or off, for user¿s preference. To activate the ratchet mechanism slide the ratchet button forward towards the jaw. To deactivate the ratchet mechanism, slide the ratchet button back towards the handle. Place the instrument on the tissue and close the handle to the most appropriate position for the tissue thickness. To release the tissue or structure from the jaws, when the ratchet mechanism is activated, simply pull the release lever on the handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.